Event description:
A 24 g peripheral IV placed in pt's left forearm. Blood return confirmed and line was flushed with normal saline. After letting the saline run into the catheter, fluid was noted on the pt's arm. T-port extension set was changed and fluid continued to leak out of the catheter (not at the insertion site). Malfunction noted on the yellow part of the catheter. Peripheral IV had to be removed and new one was inserted in the pt's right forearm. We start many pivs and this is the first time we have had an issue with the catheter. The catheter type was a bd insyte autoguard, 24 g.